Manufacturer narrative:
The completed analysis confirmed that one opened sample of part number tn40rcd from lot number 0214193388 was received. The reported failure/malfunction was that the tip of the bur broke during the procedure. Visually, the tip of the bur was broken off which would have resulted in the reported event; the detached portion was not returned. The bur was destructively disassembled for the analysis to remove the shaft assembly. The break occurred 0.08¿ from the proximal end of the step-down diameter and would have resulted in a portion breaking off measuring approximately 2¿ long. The fracture contained circular patterns which likely indicates torsional overload. The IFU warns, do not use excessive force to pry or push bone with the attachment or tool during dissection, as this could cause the tool to break. In conclusion, there was an out of specification condition identified as it relates to the complaint (due to physical damage). If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that the tip of the bur broke during the procedure; the initial information indicated that the surgeon hurt his hand as a result, but the follow-up stated that there was no medical attention or intervention necessary after the fact.

Manufacturer narrative:
No analysis is available. The device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that the tip of the bur broke during the procedure; the initial information indicated that the surgeon hurt his hand as a result, but the follow-up stated that there was no medical attention or intervention necessary after the fact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.